Manufacturer narrative:
FDA notified: the initial reporter also notified the FDA on 1/27/2016 via medwatch #(B)(4). Results: a sample was returned for evaluation. A photo was supplied which confirmed the complaint of cut tubing. A review of the device history record revealed no irregularities during the manufacture of the reported lot #5280802. Conclusion: the tubing was confirmed to be cut. Multivac knives were cutting into the blister packages and product during the sealing process. Refer to CAPA (B)(4).

Event description:
It was reported that bd vacutainer® push button blood collection set with pre-attached holder had a large section of tubing missing on the wingset. No injury or medical intervention reported.